Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The returned sample exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that leakage of contrast was found outside of the body after contrast CT examination. Therefore, the nurse removed powerloc needle from the port body of powerport. When the nurse confirmed the removed needle, s/he found that the leakage had come from the joint of the wing part. There were no abnormalities found when s/he flushed and checked blood return before the contrast CT examination. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage of contrast was found outside of the body after contrast CT examination. Therefore, the nurse removed powerloc needle from the port body of powerport. When the nurse confirmed the removed needle, s/he found that the leakage had come from the joint of the wing part. There were no abnormalities found when s/he flushed and checked blood return before the contrast CT examination. No patient injury was reported.